Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Manufacturer narrative:
The report of a twisted outflow graft was confirmed based on the submitted photographs which showed the outflow graft position prior to and post revision. The outflow graft was initially turned back approximately 90 degrees into a straight position. Following the revision, the outflow graft was turned back into place and was fixated with a clamp which was developed by the surgeon. It was reported that pump flow increased approximately 1 l/min following after the revision. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with dyspnea and was admitted to the hospital on (B)(6) 2017. Estimated pump flow had gone down from 5 lpm to 3.5 lpm since (B)(6) 2017, and the patient¿s liver lab values were increasing. An outflow graft distortion was suspected. A CT scan with a contrast agent was done, and a reoperation was performed on (B)(6) 2017. During the operation, the surgeon confirmed a twist of the outflow graft. The outflow graft was turned back approximately 90 degrees to a straight position. After turning the outflow graft, the pump flow increased approximately 1 lpm. The outflow graft was additionally fixated by a clamp developed by the surgeon. No additional information was provided.